Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 168439: (B)(4) items manufactured and released on 02-mar-2017. Expiration date: 20.02.2022. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to cup loosening 4 months after the primary surgery. Left side.